Manufacturer narrative:
The device was returned to mmdg for investigation. During the investigation, no free flow behavior could be confirmed. Mmdg also could not find any indications of free flow and the pump did pass 40 psi testing. However, the pump was found to be infusing outside of the volumetric range that mmdg considers not reportable. The pump was serviced by a third party servicer. The pump was found to have it's infusion factor changed incorrectly. This caused the pump to over infuse. The pump was serviced and returned to the customer.

Event description:
The initial reporter stated that the pump free flowed while in use with a patient. Mmdg followed up with the initial reporter, who stated that they had administered narcan, and that the patient had been transferred to another facility, but that "last they heard the patient is okay". Mmdg was not provided with any additional information. (B)(4).